Event description:
User report states "preparing patient for scan, removing the in-line suction to change for a hme filter and a catheter mount. Changed and re-connected patient to ventilator. Ventilator failure, patient was not receiving ventilatory support and the ventilator was not working. Used water circuit to bag patient whilst moving patient onto oxylog. Ventilator changed to drager when back from scan."

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. Based on the data found, no clear root cause can be established. The most probable root cause may be that "disconnection on ventilator side" alarms were triggered after the user removed the in-line suction to change for a hme filter and a catheter mount. The customer has not provided any further detailed information. The correction was a software upgrade to software version 2.2.10 and the full service-software was carried out successfully. Further a customer training was held. There was no patient or user harm reported.